Event description:
The surgeon reported that when she was blocking two pts, she noted burrs on the end of two needles. Two pts had a retrobulbar hemorrhage, the first and third cases of the day. The actual lot used in these cases in unknown. Only one sample, which was used on this pt, was returned for evaluation. This pt (third case) is reported under mfg. Report # 2523835-2007-00018. Additional information from doctor stated there was no medical or surgical intervention required. The event duration was 1-3 minutes. The pt prognosis reported as excellent. No additional information expected. The other pt (first case) is reported under mfg. Report # 2523835-2007-00017.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.